Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of his son (the patient) alleging a reoccurring loss of prime issue with the pump. On (B)(6) 2012, the patient was reportedly hospitalized for dka. He was treated with IV fluids and insulin. A review of the pump's history revealed several small prime amounts over the previous 2 weeks but no fill cannula amounts. According to the patient's parents, the pump had warned numerous times about "no delivery" and "need to prime pump." At the time of the hospitalization, the patient was using a loaner pump. The reporter mentioned that the patient was going to be discharged on (B)(6) 2012, at an unspecified time. The reporter denied that the patient had a site infection. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for dka. However, at this time it is unknown if a pump issue and/or use-error contributed to the patient's injury. The alleged "loss of prime" issue is not likely to cause an adverse event because, the issue is generally obvious and detectable by the user and because, the issue does not affect the pump's insulin delivery functions. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There is evidence that the patient was not completing the fill cannula steps. It is unclear what actions the patient was taking after encountering the "loss of prime" alarms.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box indicated that the pump emitted loss of prime warnings associated with occlusion alarms. A rewind, load, and prime were performed without loss or prime or occlusions. A 29 hour flow accuracy test was performed and the pump was confirmed to be delivering within specifications; no occlusions or loss of prime warnings were duplicated during testing. The pump was opened and the force sensor was found to be out of calibration.